Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 26-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she was at her regular checkup at her doctor's and requested to contact her tomorrow. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 283, 366 and 407 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/25/2024 and open vial date is 2 weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 101 mg/dl date: 09/13 time: 8:33am fasting. Result 2: 283mg/dl date: 09/13 time: 8:32am fasting. Result 3: 125 mg/dl date: 09/12 time: 7:36am fasting. Result 4: 110 mg/dl date: 09/11 time: 7:29am fasting. Result 5: 366 mg/dl date: 09/07 time: 7:52am fasting. Result 6: 407 mg/dl date: 09/04 time: 7:05am fasting.